Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, 14 tubes had additive abnormalities. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d9: device available for eval: yes. D9: returned to manufacturer on: 18-jun-2024. H6: investigation summary: bd received 5 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. Additionally, the customer samples along with 30 retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6) press 3, then x1207 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, 14 tubes had additive abnormalities. There was no report of patient impact.